Event description:
It was reported that on (B)(6) 2017, a 27mm epic mitral valve was implanted in the patient. On (b))6) 2026, the valve got explanted due to mitral stenosis (ms) and mitral regurgitation (mr). A new 25mm epic valve was implanted. The explanted valve had observed in the central portions of two out of the three leaflets. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.